Manufacturer narrative:
B3 unknown. One device was returned for analysis. Visual inspection showed cracks in the top case at the front right corner and right plunger case along with a broken ear clip. Review of the event history log (ehl) showed check clutch/plunger lever. A functional test was performed and the reported issue was not duplicated; however worn clutch halves were confirmed. The cause of the reported issue was unknown. As a result, the clutch halves were replaced and pump was calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a travel reverse error check clutch and plunger. No adverse patient effects were reported by the customer.